Event description:
During the post-implantation defibrillation testing it was reported that the device successfully delivered a shock. However, the device failed to deliver a shock the 2nd time once the rhythm was induced. Therefore, the device was explanted in 2005, the same day as the implantation procedure was performed.